Event description:
It was reported that during a laparoscopic appendectomy procedure, after firing, the device could not be opened. It is not known how the device was removed, or how the case was completed. There was no patient consequence.